Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2014. During the procedure, the liner disengaged from the acetabular cup. Surgeon attempted to lock the liner again but was unsuccessful. A new locking ring and liner were utilized to complete the procedure. A 35 minute delay occurred.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification. The root cause of the event was determined to likely be due to the surgical assembly difficulty of parts that are at minimum clearance failure to assure the liner was locked during insertion. However, without both parts of the assembly, an absolute cause cannot be determined.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and/or fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."